Manufacturer narrative:
Date of report: 21jul2021.

Event description:
It was reported that the ventilator had the flow set at 50-80 liters 100% and the flow was stopping multiple times as the patient was sitting there resting. Reportedly, the customer dropped the flow down to zero and then ramp up over 3-5 seconds. The customer reported that there was "pop" off and cycling of flow was way too sensitive to any kind of cannula movement. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The device was not sent in for evaluation. The customer reported that the patient was comfortable and stable but the v60 kept alarming unable to achieve flow and occlusion alarms which would result in a drop in flow. The customer tried all 3 sizes of cannulas and lowered the flow from 80, 70 and then to 60. No further issue was reported.

Manufacturer narrative:
B4: (B)(6) 2021. Upon a follow up the customer reported that there was no patient information available. Reportedly, the customer has experienced this issue multiple times on multiple patients and patients have had desaturations due to the limited flow. In regards to this event, the customer reported that the patient was removed from the ventilator and placed on an alternate ventilator (vapotherm). The patient was not harmed or injured as a result of the reported event. The customer is using ac611 nasal cannula and a tubing kit- curaplex from tri-anim. Customer reported that the ventilators would alarm correctly with movement or anything that disturbed the flow. But, the limiting of flow when that would happened caused desaturations and sometimes 're-adjusting' would fix the issue. The serial number of the ventilators were not provide although requested. No further information was provided.

Manufacturer narrative:
Further good faith efforts were made to obtain additional information with no success. Based upon the information provide within the complaint record, use of unapproved breathing circuits during high flow therapy has resulted in flow delivery issues. The customer was able to correct the issue via adjustment of the patient circuit and/or interface. As per the v60 user guide: to ensure the correct performance of the ventilator and the accuracy of patient data, use only respironics-approved accessories with the ventilator. Based upon the information provided, root cause has been determined to be use of unapproved ventilatory breathing circuits.